Event description:
Information was received regarding a cadd legacy pca pump. It was reported that the device had upstream occlusion. There was no patient, or clinician injury associated with these occurrences. No further details provided at this time.